Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc winged shielded IV catheter blood control technology 22ga 1.00in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters blood control technology 22ga 1.00in experienced a needle through the catheter during use. The following information was provided by the initial reporter: material no. 382623, batch no. 9144839. Two IV catheters (22 gauge, bd insyte autoguard, lot 9144839) were surrendered anonymously. Each had the needle portion pierced through the outer cannula apprx. 3mm from the end of the tip. One catheter had blood within it and had been used on a patient. On discussion with ER staff, I learned that this had been happening frequently with the 22 gauge IV catheters - nursing identified that the catheters appear this way straight from the packaging. Reviewed proper technique, and nurses confirm it is not a practice issue. The cannula's were pierced in the new packaging.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received 2 new unused unopened units and one top web packaging label. Through the visual examination damage was not observed on the units. There was no evidence of the needles spearing through the catheters. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc winged shielded IV catheters blood control technology 22ga 1.00in experienced a needle through the catheter during use. The following information was provided by the initial reporter: material no. 382623 batch no. 9144839. Two IV catheters (22 gauge, bd insyte autoguard, lot 9144839) were surrendered anonymously. Each had the needle portion pierced through the outer cannula apprx. 3mm from the end of the tip. One catheter had blood within it and had been used on a patient. On discussion with ER staff, I learned that this had been happening frequently with the 22 gauge IV catheters - nursing identified that the catheters appear this way straight from the packaging. Reviewed proper technique, and nurses confirm it is not a practice issue. The cannula's were pierced in the new packaging.